Event description:
A report was received that the newly implanted patient went to the emergency room to have staples removed wherein the pocket site was found out to be infected. The patient's symptoms include tenderness and soreness at the pocket site. The patient was given with antibiotics. The physician believed that the infection was not device related. The infection has been resolved and the patient was reportedly doing well.

Event description:
A report was received that the newly implanted patient went to the emergency room to have staples removed wherein the pocket site was found out to be infected. The patient's symptoms include tenderness and soreness at the pocket site. The patient was given with antibiotics. The physician believed that the infection was not device related. The infection has been resolved and the patient was reportedly doing well.

Manufacturer narrative:
Additional information was received that the physician does not believe the infection was procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.